Event description:
Covidien 10mm endo stitch auto suture suturing device malfunctioned after first loading of suture. Needle was unable to be removed since the jaws of the needle holder were unable to be opened.